Event description:
There was a decrease in cardiac output on the c2 driver when plugged into the wall. Afterwards the rep recommended that the c2 drive be changed to the back up, once the back up was placed on the pt, the settings dropped dramatically. This resulted in the pt being rushed the ICU to prepare for surgery. Before the pt was work up for surgery, the rep suggested that we try to change the pt again to another c2 console, as a result the c2 console worked fine and the pt was hemodynamically stable. Dates of use: (B)(6) 2017.